Event description:
Have severe pain in left breast, can't breathe normally, severe anxiety, panic attacks, no energy, up all night, sweats, can't fly anymore, can't drink anymore, had an emergency landing on a plane due to heart palpitations and panic attack, poor circulation, numbing and tingling, sudden weight gain, yellowish skin tone, sleep sitting up for better breathing. I've had testing from head to toe and all they want to do is put me on xanax or see a therapist. Other serious/important medical incident: won't let me explain. Is therapy still on-going? Yes.